Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine(hc). The caregiver(cg) stated she normally does a manual drain at the end of therapy, but the nurse told her she does not have to because the home patient(hp) had a high ultrafiltration(uf). The cg had a total uf of 1535ml. The technical service representative(tsr) asked the cg if the nurse was aware. The cg stated no. The tsr advised the cg it is recommended to speak with the nurse if the hc displays high drain/contact pd nurse. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported difficulty high drain 104 alarm. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.